Event description:
While attempting to lower the head of the bed on the isolette, the lift knob on the left side of the isolette broke away into three large pieces. The head of the bed could not be lowered or raised.